Event description:
It was reported that during procedure, the t's simultaneously deployed. Both ts were removed from patient. There was no significant delay and a backup device was available. No patient injury was reported.

Manufacturer narrative:
Examination was not possible by the investigator, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Investigator performed a review of the manufacturing non-conformities which confirmed no abnormalities reported with this lot during production activities.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device confirmed the needle is bent on two planes. The actuator is in its post t2 position indicating a complete deployment took place. No ts or suture remain on the insertion needle or were returned for examination.